Manufacturer narrative:
(B)(4). During medical assessment and history log analysis it was discovered that the over infusion was due to a human programming error. Review of the device history log shows that the clinician adjusted the infusion rate when intending to adjust the dose rate, which caused the device to be miss programmed, resulting in an over infusion event. The gen2 safety feature of the single step titration prompted the clinician to confirm an increase of greater than 101% of the drug vasopressin. The clinician then confirmed the increase and continued with the infusion. This device was not returned to baxter for evaluation or service. Should the device be returned and/or new information is discovered, a supplemental will be provided.

Event description:
It was reported that a device over infused while a pt was receiving vasopressin due to hypotension at a rate of 1.8 units per hour. The rn was titrating the vasopressin by half and pressed the titrate button on the pump changing the dose to 0.9 units per hour. The pt had an increase in blood pressure by 40 points systolic. When the rn noticed that the pt's blood pressure had increased, the pump was stopped. The pt's bp normalized within minutes. The device was labeled as "malfunctioning" and removed from service per the customer.